Event description:
Olympus inspected the device at olympus service operation repair center (sorc) and found that the adhesive of the objective lens was peeled off. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at sorc. As a result of the evaluation, the following was confirmed. -the watertightness was not maintained due to the perforation of the bending section rubber and universal cord due to external factors. -there was a scratch on the endoscopic image. -due to the stretch of the angle wire, the angulation was insufficient. -there was rattling in the insertion pipe. -the adhesive of the bending section rubber was chipped. -the control section, grip unit, up / down plate, right / left plate, grip cover, video connector, light guide connector, and video connector case were scratched by external factors. -the index of the light guide connector was peeled off. The exact cause of the reported event could not be conclusively determined. However, the reported event may have been caused by stress due to use, or by external factors or handling. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.